Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The device appears to be in good conditions. No damages or failures were observed on the ccp board assembly. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-08033 and 2134265-2015-08381. It was reported that automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. It was noted that the imaging stopped during pullback and the pullback also stopped at the same time. It was further noted that the image also disappeared on the screen and was frozen. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-08033 and 2134265-2015-08381. It was reported that automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. It was noted that the imaging stopped during pullback and the pullback also stopped at the same time. It was further noted that the image also disappeared on the screen and was frozen. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.